Manufacturer narrative:
The insulin pump was received with a frozen display during boot up due to poor solder joints at the u4 on the mother board. No blank display anomaly noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that the pump started beeping with a high pitch tone. Customer's blood glucose was 135 mg/dl at the time. Customer took the battery out for about 10 seconds and the high pitch noise came back. Customer took the battery out for an hour and when he placed a new battery in the pump, it started counting up and then went blank. Customer removed the battery cap and when he put it on, the numbers showed up again but the screen then went blank. Troubleshooting was performed but the display did not return. Customer stated that the screen came on but then went blank again. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer could not finish troubleshooting due to the blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.